Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (resets) has been confirmed. A review of download data confirms that the monitor reset during functional testing at the distributor. Upon investigation the monitor failed a pulse test and displayed a service code 105 (pulse test relay stuck). The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca. The root cause for the shorted igtbs could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was resetting.